Event description:
Pt experienced post-op pad burn about one week after having left shoulder arthroscopy procedure. The burn was the size of a nickle around the site of the placement of the pad with irritation around the burn as well. No other info is availalbe for this incident.